Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in excellent condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Attached temp check to test hotline. After running for a short time the device began to leak from the spot that the hotline and temp check come together-confirming the reported customer complaint. This was determined to be a result of bad o-rings in the hlta-390 bracket; problem source is user interface. New o-rings were installed.

Event description:
Information was received that device is leaking from the connection port, customer has tried multiple hotlines. No patient involvement.